Event description:
It was reported that after opening the package, the balloon ruptured during thrombus removal (ruptured upon initial inflation). A replacement product was used, and the procedure was completed successfully. No patient injury or health damage was reported.

Manufacturer narrative:
The device was received for investigation. The reported problem was not observed. The balloon inflated and deflated normally, with no evidence of rupture. The device passed all functional testing. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Manufacturer narrative:
The device was received for investigation. The reported problem was observed, as the balloon was observed to be ruptured. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of the device. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests met their requirements.

Event description:
It was reported that after opening the package, the balloon ruptured during thrombus removal (ruptured upon initial inflation). A replacement product was used, and the procedure was completed successfully. No patient injury or health damage was reported.